Manufacturer narrative:
Medtronic rep did troubleshooting that found there had never been exams deleted from the system. Walked the site through deleting exams in the unix shell and this was successful.

Event description:
Surgeon called in while preparing for a case reporting that the software was freezing up at different points and they were unable to load exams. After troubleshooting with a medtronic rep the system worked properly and the doctor proceeded with the case using the fusion navigation system. There was no impact on pt outcome.